Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported the patients scs leads were auto reducing due to high impedances on all contacts in both the leads. As such, surgical intervention is planned to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein both the leads were explanted and replaced. Reportedly effective therapy was restored.